Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium low profile port attached to a groshong catheter was returned for evaluation. Functional, gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported catheter fracture and the identified deformation due to compressive stress, wear and leak issues as a circumferential split was noted approximately 9.0cm from the distal end of the cath-lock and leak was observed from the split. The edges of the circumferential split appeared jagged and rounded. In addition to that, wear of the catheter was noted at the circumferential kink noted approximately 11.8cm from the distal end of the cath-lock. However, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event are unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and eight months post port device placement in the internal jugular vein, the port allegedly had no blood return. It was further reported that after flushing the device with saline, the port was accessed and patient experienced pain. Reportedly a x-ray examination was performed and revealed that the catheter was damaged. The port system was removed and replaced with another device. Patient was reported to be in a stable condition.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year and eight months post port device placement in the internal jugular vein, the port allegedly had no blood return. It was further reported that after flushing the device with saline the port was accessed and patient experienced pain, reportedly a x-ray examination revealed that the catheter was damaged. The port system was removed and replaced with another device. Patient was reported to be in a stable condition.